Event description:
It was reported by the plaintiff's attorney that the plaintiff was implanted with an elevate mesh on (B)(6) 2011 to repair the posterior vagina following removal of two other manufacturer's eroded mesh. On (B)(6) 2012, the plaintiff underwent surgery to remove additional mesh, including the elevate mesh, that had eroded into the plaintiff's posterior and anterior vaginal wall. It was alleged the plaintiff experienced pain and suffering, as well as, serious and permanent injuries.

Manufacturer narrative:
(B)(4). Should additional information become available regarding this event it will be re-evaluated and a follow-up report will be sent.